Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer was reported via phone call that, the customer had high blood glucose of 600 mg/dl and insulin pump was not working after he give a bolus because his blood glucose goes up. Later customer blood glucose was higher than it was before he gave a bolus. Customer's current blood glucose was 140 mg/dl. Customer treated high blood glucose with manual shoots. Based on customer report proceeding in troubleshooting per customer alleging possible pump under delivery. Customer's actions prior to the event was blousing. Customer received assistance with programming pump. Run load reservoir and fill tubing with current set and insulin exited at the quick release set. Troubleshooting done for the full high blood glucose and customer dissatisfied with the pump still and feels that its not working and replacing sensor and no further assistance needed. The device will be returned for analysis.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. Insulin pump was not in manufacture mode. A water filled reservoir was used during testing. Several bolus deliveries were programmed and delivered. Observed liquid exit the tubing during the bolus deliveries. All boluses delivered properly and were listed in the daily history screen. No delivery anomalies noted during testing. Insulin pump was received with scratched case, cracked select button keypad overlay, pillowing keypad overlay, and minor scratched lcd window.